Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection revealed a broken pivot shield rod. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: although the returned sample confirmed the customer's indicated failure mode, an absolute root cause for this incident cannot be determined as the manufacturing process cannot be identified as a contributor to the reported failure.

Manufacturer narrative:
A sample has been returned for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a clinician activated the safety mechanism on a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter during use and the safety shield broke off. This resulted in the clinician obtaining a contaminated needle stick injury. The clinician received post exposure lab work including liver function tests, (B)(6). The results of the tests were not reported and it is unknown if any further medical interventions were provided.